Event description:
It was reported that the patient experienced discomfort at the implantable pulse generator (IPG) pocket site. There was no report of patient harm or injury. As a result, the patient underwent surgery. The IPG was relocated from the right flank to the right upper buttock without complications. The device remains implanted and functional.

Manufacturer narrative:
(b)(4).